Event description:
Pseudarthrosis tibia. (B)(4) study: report of a serious adverse event. Event: secondary instability of scar adjacent to skin graft w/o signs of infection and no confirmation of bacterial colonization. Treatment: multiple vacuum - assisted closures of wound with debridement and secondary closure. Medication: cefuroxim 500mg 1-1-1.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was rec'd. The investigation is on-going.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing records were reviewed and no complaint related issues were found.